Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. A 35lda device was returned for analysis; upon visual inspection it was observed that the obturator was received inserted through the housing and also, it was noted to be bent. In addition, two broken sleeves were returned along with the housing; one broken sleeve was still attached to the housing (all broken parts were returned). The broken parts were inspected and this damage may have been caused by the use of excessive forces. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips are overlapping when clipped on the vessel. Surgeon could not fire properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.